Manufacturer narrative:
Corrected information has been provided in b1(is product problem) and d4(primary UDI) . Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details. The cause of the issue was not established as no product or logs were returned for analysis

Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Placement signal issue: clinical reported optical sensor failure when advancing impella. The cause of the issue was not established as no product or logs were returned for analysis. The pump passed all the post sterile inspection checks.

Event description:
A patient with severe cardiogenic shock (scai stage d) secondary to acute myocardial infarction was supported with an impella device. During support, the placement signal was not reliable. The decision was made to replace the pump in accordance with clinical judgment. The issue was resolved without any patient harm. This event involved an impella cp pump which exhibited unreliable placement signal. The device was replaced. This is considered a reportable event